Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00318, since there is more than one device implicated.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from the initial reporter, concerned a (B)(6) asian male patient. Medical history included unspecified diabetic syndromes, fundus congestion, high blood pressure and diabetic nephropathy. Concomitant medications included unspecified hypotensive medications, also acarbose and metformin for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injection (humulin 70/30) via reusable pen (humapen luxura burgundy), 16 units each morning and 16 units each evening daily, subcutaneously for the treatment of diabetes mellitus beginning on 2004. Since 2004, after taking human insulin isophane suspension 70%/ human insulin 30% treatment, his blood glucose needed to be adjusted (values, units or reference ranges were not provided) once every year and required to be hospitalized. Information regarding hospitalization details, such as laboratory tests during hospitalization and admission or discharge dates, was not provided. On an unspecified date, he complained that the cap of the humapen luxura burgundy was cracked, and the device did not work as well as it used to work (product complaint (B)(4)/ lot 0601b03). He was provided a humapen unknown body type device in 2012, but the humapen luxura burgundy also remained in use. On another unspecified date, he complained that the cap of the humapen unknown body type was cracked, and the device did not work as well as it used to work (product complaint (B)(4)/ lot unknown). In addition, while on treatment, preexisting conditions of fundus congestion, high blood pressure and diabetic nephropathy aggravated gradually (no further details were provided). Fundus congestion and high blood pressure aggravations were considered serious due to their medical significance. On an unknown date he developed visual impairment associated with diabetic eye disease and hypertension. Information regarding outcome of diabetic eye disease event was not provided. He had not recovered from the remaining events. Information regarding corrective treatments was not provided. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The operator of the humapens and his or her training status was not provided. The humapen luxura duration of use was approximately 12 years, and the unknown humapen model duration of use was of approximately four years. The humapen luxura burgundy was returned on 23nov2016. The unknown humapen remained in use. The reporting consumer did not provide an assessment of relatedness between the event of diabetic eye disease and human insulin isophane suspension 70%/ human insulin 30; also did not know if the remaining events were related to human insulin isophane suspension 70%/ human insulin 30% treatment and did not provide an assessment of relatedness neither for humapen luxura nor for the unspecified humapen device. Update 28nov2016: additional information from the initial consumer reporter from the original report date of 18nov2016 (provided by the global product complaint safety database) updated the humapen luxura to a humapen luxura burgundy; added the product complaint information and complaint numbers; added the return date of the humapen luxura burgundy; updated the medwatch and european and canadian required device reporting elements; updated the improper use and storage for the humapen luxura burgundy to yes; and updated the narrative. Update 07-dec-2016: additional information received from the initial reporter on 05-dec-2016 in response of a medical questionnaire. Added hypotensive medications as concomitant medications. Added diabetic eye disease as non-serious event. Updated narrative with new information.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 15dec2016. No further follow up is planned. This report is associated with 1819470-2016-00318, since there is more than one device implicated. Evaluation summary: a male patient reported that his humapen device (unspecified model) did not work well. He reported using it for four years. The patient experienced abnormal blood glucose levels. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from the initial reporter, concerned a (B)(6) asian male patient. Medical history included unspecified diabetic syndromes, fundus congestion, high blood pressure and diabetic nephropathy. Concomitant medications included unspecified hypotensive medications, also acarbose and metformin for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injection (humulin 70/30) via reusable pen (humapen luxura burgundy), 16 units each morning and 16 units each evening daily, subcutaneously for the treatment of diabetes mellitus beginning on 2004. Since 2004, after taking human insulin isophane suspension 70%/ human insulin 30% treatment, his blood glucose needed to be adjusted (values, units or reference ranges were not provided) once every year and required to be hospitalized. Information regarding hospitalization details, such as laboratory tests during hospitalization and admission or discharge dates, was not provided. On an unspecified date, he complained that the cap of the humapen luxura burgundy was cracked, and the device did not work as well as it used to work ((B)(4)/ lot 0601b03). He was provided a humapen unknown body type device in 2012, but the humapen luxura burgundy also remained in use. On another unspecified date, he complained that the cap of the humapen unknown body type was cracked, and the device did not work as well as it used to work ((B)(4)/ lot unknown). In addition, while on treatment, preexisting conditions of fundus congestion, high blood pressure and diabetic nephropathy aggravated gradually (no further details were provided). Fundus congestion and high blood pressure aggravations were considered serious due to their medical significance. On an unknown date he developed visual impairment associated with diabetic eye disease and hypertension. Information regarding outcome of diabetic eye disease event was not provided. He had not recovered from the remaining events. Information regarding corrective treatments was not provided. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The operator of the humapens and his or her training status was not provided. The humapen luxura duration of use was approximately 12 years, and the unknown humapen model duration of use was of approximately four years. The humapen luxura burgundy was returned on 23nov2016. The unknown humapen remained in use. The reporting consumer did not provide an assessment of relatedness between the event of diabetic eye disease and human insulin isophane suspension 70%/ human insulin 30; also did not know if the remaining events were related to human insulin isophane suspension 70%/ human insulin 30% treatment and did not provide an assessment of relatedness neither for humapen luxura nor for the unspecified humapen device. Update 28nov2016: additional information from the initial consumer reporter from the original report date of (B)(6) 2016 (provided by the global product complaint safety database) updated the humapen luxura to a humapen luxura burgundy; added the product complaint information and complaint numbers; added the return date of the humapen luxura burgundy; updated the medwatch and (B)(6) required device reporting elements; updated the improper use and storage for the humapen luxura burgundy to yes; and updated the narrative. Update 07-dec-2016: additional information received from the initial reporter on 05-dec-2016 in response of a medical questionnaire. Added hypotensive medications as concomitant medications. Added diabetic eye disease as non-serious event. Updated narrative with new information. Update 15dec2016: additional information received on 14dec2016 from the global product complaint database; for (B)(4) added the device specific safety summary and manufactured date of the device, updated the malfunction field to no; for (B)(4) added the device specific safety summary, added the device was not returned; for both devices updated the medwatch and (B)(6) required device reporting elements; and updated the narrative. Update19-dec-2016: permission to conduct follow-up was denied from the initial reporter on 14-dec-2016. No new adverse event or product information was received.